Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was reported as 512 mg/dl due to the issue. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer continued to use the pump for insulin therapy.